Event description:
It was reported that patient presented to the hospital for generator change. Prior to the procedure, it was noted that the left ventricular lead exhibited high capture threshold and there was diaphragmatic stimulation which resulted in discomfort. The lead was capped and replaced on (B)(6) 2025. The patient was stable.